Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
H2: see a1, b3, b5 and h6(patient code).

Manufacturer narrative:
One medfusion pump was received with the top and bottom cases separated in the back of the pump and one of the rubber feet was missing. The event history log was reviewed and there was a motor rate error. A flow test was conducted and the reported issue was able to be duplicated. This issue is a result of the customer's impact to the device. The main board was not seated onto the extrusion grove. The main board was installed onto the extrusion to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's motor was not running. There was no reported adverse event.